Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device is failing operational check. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service personnel and has been investigated by the philips complaint handling team. Remote support was provided. The issue is noted to have resolved with corrective cable interface. No parts were replaced. The device was identified as end-of-life. Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because repairs were not performed and the device is not expected for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the op check failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.